Event description:
The patient was undergoing an elective pci procedure one (1) week after successful stenting of his substotally occluded right external iliac artery. The approach for the procedure was the left femoral artery. The target lesion (lesion#1-1) was the left anterior descending (lad) artery, a cypher 2.5/28 mm stent was deployed at 6 atm. During the initial deployment, the stent displaced backward into the left main coronary artery (lmca) and the guiding catheter exhibiting the so-called "watermelon seed effect". The stent had separated from the balloon but was not adequately explaned. A microvenous snare kit was use to snare the stent approximately into the aorta and remove the stent completely. Follow-up angiography revealed no evidence of interval disruption, as the stent had not been adequately expanded for the area inot which it had dislodged. The lesion was re-crossed and another cypher 2.5/28 mm stent was deployed at 16 atm and post-dilated with a 3.0/12 mm voyager balloon at 16 atm without complication. An excellent result was achieved and there was no reported residual stentosis.